Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2138500, model: m365sc8336700, serial: (B)(6), batch: 653793.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were kept by the facility.